Manufacturer narrative:
After further review MFR 1220648-2026-01377 was found to be a duplicate of MFR (pending). These files are in process of being consolidated.

Event description:
The complainant reported that the device arterial pressure reading was consistently twenty to thirty points lower than the patient cuff pressure, and intermittent low placement signal alarms were observed. A transthoracic echocardiogram was performed to confirm device position, which showed no placement concerns and demonstrated that the device was positioned four centimeters across the aortic valve. The device arterial pressure was subsequently adjusted to align with the cuff mean arterial pressure, and the pump remained stable.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.